Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Per video evaluation: this is an analysis of a video submitted for evaluation. During the visual analysis, the following was observed: the video shows a 31mm device in the hands of the user. The device can be seen in the green range with a battery pack attached and the user try to fire the device throughout the firing range but was unsuccessful. Based on the video the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Why was the decision made to convert to open? Please explain what is meant by, ¿the safety device is expected to be activated? What surgical procedure was performed? What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? How was the case completed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the fire of the cdh did not work. The safety device is expected to be activated. Because the light is on, it's not a battery problem. The procedure was delayed by 30-minutes. No fragments were generated. The procedure was converted from lap to open.

Manufacturer narrative:
(B)(4). Date sent: 12/09/2022 d4: batch # u5e50k additional information was requested, and the following was received: why was the decision made to convert to open? Open. Please explain what is meant by, ¿the safety device is expected to be activated?¿ the cdh31p has two safety functions. : whether the trocar is well combined and the orange bar is in the green zone. If some checks fail, it does not fire even though battery is normal. What surgical procedure was performed? Low anterior resection what were the indications for surgery? Nope. What healthcare professional fired the device and what is his/her experience with the device? The surgeon used it a lot at least 10 for cdh31p. How was the case completed? Completed well. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh31p device arrived with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples. No battery was received. When the test battery was installed, the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. After disassembly, the device was manually assisted in order to perform the functional test with a test washer, and the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident confirming that the experience was due to the damage in the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage observed on the flex circuit has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number u5e50k, and no non-conformances were identified.